Manufacturer narrative:
(B)(4): eval results (other) - eval for the returned product shows when tested the unit did not power on. The battery tabs are bent. The alarm case is damaged and the screws have rust. (B)(4).

Event description:
Customer claims the battery connectors are bent and that the alarm power is intermittent. There was no reported pt incident or injury reported.